Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and noisy signals. Furthermore, it was noted that there was a lead conductor fracture. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and noisy signals. Furthermore, it was noted that there was a lead conductor fracture. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. The helix was extended and dried body fluid was noted in the helix housing. A lead conductor fractured was noted and fracture characteristics are consistent with cyclic fatigue. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.